Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Bruises in the left knee [contusion]. Inflammation in the knee [arthritis]. Case description: spontaneous report received on 10-feb-2010 from a physician regarding a (B) (6) female pt, initials (B) (6). The pt had a history of osteoarthritis of the knee. The pt received injections of synvisc on (B) (6) 2009, (B) (6) -2009 and (B) (6)-2009. On (B) (6)-2009, the pt experienced inflammation in the knee and bruises in the left knee. Due to this, the pt was hospitalized. The physician assessed the events as definitely related to synvisc. The pt recovered on an unspecified date. (B) (4) for other cases from this reporter. MFR's comment: the benefit-risk relationship of synvisc not affected by this report.